Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual and x-ray inspections of the lead did not reveal any anomalies.

Event description:
Additional information was received indicating that there was loss of capture on the lv lead due to the dislodgement. An x-ray was performed, which confirmed the dislodgement.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular (lv) lead and the right atrial (ra) lead were dislodged. It was suspected that the lv lead had originally been placed with a resorbable suture sleeved resulting in the dislodged. The lv lead dislodgment resulted in the ra lead dislodged. The leads were explanted and replaced to resolve the event. The patient was in stable condition. Related manufacturer reference number: 2017865-2020-22004.